Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker has been showing less than a half years remaining longevity for several months now. Magnet rate showed 90 beats per minute (bpm). The device remains in service. No adverse patient effects reported.